Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad had an indention, the blade was broken off and the blade exhibited gouges on the broken portion and at the fracture site. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the ultrasonic scalpel had been emitting an error code. After the device was cleaned and inserted back into the patient it was noticed that the titanium blade had broken off. Nothing fell into the patient and there was no patient injury reported by the user facility.